Event description:
The customer reported that during continuous veno-venous hemofiltration treatment, "replacement weight incorrect" alarms occurred multiple times after changing the replacement bag. The pt fluid removal was set at 100 ml/hr. Multiple "replacement weight incorrect" alarms were reported after the replacement bag was changed at 5:45 p.m. At 6:00 p.m. The pt fluid removal was 214ml/hr. At 8:30 p.m. The bag was changed. At 9:00 p.m., the pt fluid removal was 883ml/hr. In the machine treatment history, there were a total of 87 "replacement weight incorrect" alarms. The replacement bag was connected using the luer lock. No kinks or clamp nor air bubbles were noted. The frangible pin was very well detached from the connection. In spite that, "weight incorrect alarm" kept on popping up. When the nurse changed from luer lock to spike connection, alarms occurred for about 5 times. At about 11:00 p.m. The treatment was normal. For the rest of the night, there were no more complaints until at 07:00 a.m. When there was a change of replacement bag. "Replacement weight incorrect" alarms occurred again. Treatment ended.

Manufacturer narrative:
The pt's blood pressure dropped. No medical intervention was reported. The machine was thoroughly checked and the scales were confirmed to be within the calibration range.